Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by that the customer was not having an issue with the pump itself, but they report that a patient allegedly had tampered with the patient controlled analgesia pump module and were wondering if bd can read through the logs to see if bd can find if "any manipulation was placed on the pump." Customer reports there is some "bending at the key site" and clinicians are "concerned patient may be going through syringes more frequently than they anticipate". There was patient involvement but no harm.

Event description:
It was reported by that the customer was not having an issue with the pump itself, but they report that a patient allegedly had tampered with the patient controlled analgesia pump module and were wondering if bd can read through the logs to see if bd can find if "any manipulation was placed on the pump." Customer reports there is some "bending at the key site" and clinicians are "concerned patient may be going through syringes more frequently than they anticipate". There was patient involvement but no harm.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a tampering pca was not confirmed. No suspect or concomitant devices were returned for this the report of a tampering pca was not confirmed. No suspect or concomitant devices were returned for this investigation. The facility only requested a log review to find if "any manipulation was placed on the pump." Laboratory testing could not be performed as no devices were returned for investigation. The pca and pcu were not returned for log review. Therefore, the facility provided the event logs for both devices. ¿ no error log was received from any device. ¿ it was observed that the infusion was carried out with the recorded parameters. ¿ syringe type: bd 30ml was used and syringe volume detected: 25.89ml ¿ there was no record of the door being manipulated to open or close it. ¿ there were a total of 8 pca doses requested, of which 4 were administered and the other 4 were blocked by pca scheduling. ¿ the syringe volume at the start of the infusion was 25.89 ml and the remaining volume at the end of the infusions was 24.29 ml. The recorded volume was as expected based on the administered doses requested by the pca. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the pca tampering report was not determined. No suspect or concomitant devices were returned for this investigation.